Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise and high capture. The noise was reproduced with arm movements. Atrial lead noise events noted on pacemaker. The lead impedance was stable. The physician would continue to follow up the patient in clinic with routine follow ups. The patience was asymptomatic.